Event description:
It was reported that the pressure increased but needle went down. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. An encore 26 inflation device was selected for use. During procedure, it was noted that the pressure increased but the needle went down. The indicated value was 20atm and did not go up over that. The procedure was completed with another of the same device. No patient complications were reported.